Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that arteriotomy closure was attempted using the proglide device after an unspecified procedure. Reportedly, "pressure was put on the sutures resulting in suture breakage". Hemostasis was achieved with an angioseal. There were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete.